Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a low leak: co2 rebreathing risk failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The unit was sent to bench repair. A bench service engineer (bse) replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.